Manufacturer narrative:
The device was returned and evaluated. The soft cannula was observed to be out of specification as it measured to be 27.58mm in length. It could not be confirmed when or how this damage occurred. Inspection of the device did not find any other issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. No blood was observed on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 37 and 48 hours. Additionally, there was bleeding at the infusion site. As treatment, a new pod was placed.